Manufacturer narrative:
(B)(4). Batch # l90d1f. Device analysis: the handpiece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. A batch history record review was performed and a protocol was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that the hand activation buttons were not working when connected to the handpiece. The foot pedal buttons were working. No patient consequence reported.